Manufacturer narrative:
The medwatch report number is mw5109701. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, peg tube became dislodged and came out of the patient. There were no patient complications reported as a result of this event.